Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported experiencing chest pressure in close proximity to a magnetic device. The implantable pulse generator (ipg) exhibited potential electromagnetic interference (emi). The ipg remains in use. No further patient complications have been reported as a result of this event.